Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate during surgery, the green thread came off the surgical pattie. There were no reports of delay or patient harm.

Manufacturer narrative:
The product was returned for evaluation. Complaint reported as broken string however; only a partial pattie sample was returned. Therefore, an investigation could not be completed or root cause determined with insufficient sample. This complaint could not be confirmed. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.